Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Device is an instrument and is not implanted / explanted. Device history record review was completed for part # 03.812.003, lot # 8797968. Manufacturing site: (B)(4), manufacturing date: feb 03, 2014. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a tlif (transforaminal lumbar interbody fusion) procedure. During the procedure, a 10 gauge biopsy needle from the access kit - 10 gauge/diamond tip - broke while being used to prep the pedicle at the first level for a k-wire. The instrument was removed, and the broken fragment was retrieved. A second access kit - 10 gauge/diamond tip - was opened to prep the pedicle at the second level for the k-wire, and a second 10 gauge biopsy needle broke. The fragments were retrieved, and the surgeon indicated that due to the patient's hard bone, the pedicle instrumentation portion of the procedure would be aborted and the t-pal spacer would be implanted as intended. The procedure was delayed by 40 minutes due to the breakage of the access kit instruments. As the t-pal spacer was being implanted, it was reported that the ball tip of spacer application handle inner shaft broke off from the t-pal spacer application handle. The ball tip fragment was retrieved. The t-pal spacer was then successfully implanted using another spacer application handle, and the procedure was completed without any further surgical delay, and no reported patient harm. The patient was reportedly stable following the surgery. Concomitant parts reported: t-pal spacer applicator handle (part # 03.812.001; lot # 8797949; quantity 1); t-pal spacer- 14mm (unknown part #; unknown lot #; quantity 1); unknown k-wire (unknown part #, unknown lot #, quantity 2). This report is for one (1) t- pal spacer applicator inner shaft. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Describe event or problem. Event problem codes. A product development investigation was performed for the subject device (t-pal spacer applicator inner shaft), part number 03.812.003, lot number 8797968. The subject devices were returned with the complaint condition stating that the inner shaft was returned and the complaint condition as able to be confirmed as the proximal coupling was found to be broken. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and not returned. The remainder of the device was found to be intact with minimal witness marks concentrated on the distal prongs consistent with wear and tear; these marks would not inhibit device functionality. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3 kn and in extreme cases reaching 5 kn (when too large of trial is inserted). The test produced loads of 6.7 kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. No definitive root cause was able to be determined. The received failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against (B)(4). Only additional and/or corrected information will be contained in this report.